Event description:
It was reported that the pt had a pump refill sometimes late april or early may. The nurse that filled the pump did not give the pt enough medication to last until the next refill, so he ran out. The pt experienced severe withdrawal with symptoms of nausea, anxiety, and pain. The pt was given oral morphine sulfate to help reduce the withdrawal symptoms until he could have his pump refilled. The pain persisted, so an MRI was ordered. The MRI revealed that a granuloma was beginning to form. The medication was reduced. Oral medications were used to control his pain. The pump is currently filled with saline to keep the catheter open while the granuloma heals. Once the granuloma has healed, the doctor will determine whether to start a medication regiment again. The pt is doing fine currently. The pump was used to deliver morphine at 7.498 mg/day, bupivicaine at 7.498 mg/day, and clonidine at 274.92 mcg/day.

Manufacturer narrative:
(B)(4).